Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line). This occurred during dwell cycle three of four in peritoneal dialysis therapy. The technical services representative assisted the patient in clearing the alarm. The patient stated they would complete therapy with manual supplies. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the assignable cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.